Event description:
Boston scientific received information that the right ventricular (rv) lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range (oor) shocking lead impedance measurement greater than 200 ohms. It was reported that shocking lead impedance daily (slid) increased gradually and complaint that the device was beeping. Furthermore, the patient previously received inappropriate shock for atrial tachycardia. Boston scientific technical services (ts) provided trouble shooting options. Additional information was received indicating that the cause was not fully known. The patient was in the hospital recently due to exacerbation of chronic heart failure (chf) with built up of fluid in the lower extremities. Subsequently, a 1.1 synchronous commanded and 41 joules shocks were delivered and got around an impedance of 80 and 90 ohms respectively. At this time, the physician decided to monitor the lead. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.